Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) years since the subject device was manufactured. Based on the results of the investigation, the cause for the described issue is excessive use and / or the impact of a major mechanical force caused a blow or a fall. Based on the age of the affected device, the faded laser markings and corrosion can be attributed to general signs of wear and tear and an incorrect reprocessing method. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the evaluation found in addition to the reportable findings provided in b5, the distal end was no longer in one piece; was broken off, the outer tube had corrosion, the optical system lens was broken, and the labels were faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the device evaluation the rigid endoscope exhibited foreign material in the eyepiece window and a part was broken off from the outer tube. There were no reports of patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-jan-2024.